Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument involved with this complaint; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the permanent cautery spatula (pcs) instrument was arcing from the insulation. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. There were no observed thermal damaged parts in the distal end that would have caused potential arcing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.